Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for treatment of diabetic ketoacidosis . Reportedly, the customer's physician stated the reason for the hospitalization was likely due to user error. Request was made to obtain additional information; however, customer did not respond.